Event description:
It was reported that the audiologist reported the inability to increase mcls, due to pain sensations of the patient about 3 months after activation. Mcls are very low and the child shows a very poor speech performance as well as a very low audiogram. All external parts have been checked. Testing did not show any implant problem. The patient was re-implanted in 2008, however, med-el was not aware of the schedule re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.